Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's daughter reported that the patient's right atrial (ra) lead had broken. Follow up confirmed that the lead was replaced due to high thresholds. No patient complications have been reported as a result of this event.